Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was returned for additional evaluation and investigation. Additional physical investigation was performed on the device, but the alleged issue was not confirmed. Functional analysis of the pump confirmed that the pump successfully primed and flowed within specification as the unit flowed at 93% efficiency. The potential root cause for the alleged volume discrepancy could not be identified. Per the complaint, during the follow-up appointment after the initial volume discrepancy, the reported discrepancy was far less significant. The initial was expected volume: 13 mls, returned volume: 3 mls and the subsequent refill was expected volume: 3.022 mls, returned volume: 2.2 mls. Internal complaint number: (B)(4).

Event description:
During the follow-up it was informed that the patient was implanted with a new flowonix pump and patient's symptoms have resolved. They are not experiencing any issues with new pump. Patient's pain is managed with the new pump.

Manufacturer narrative:
Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that a prometra pump that had a volume discrepancy - overinfusion. Patient experienced nauseous and dizzy. Pump was inquired and check for errors. There were no errors or issues observed on the inquiry. The pump was subsequently explanted.